Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: a review of the black box and history showed occlusion alarms on (B)(6) 2019. The pump was not resumed for deliveries after occlusions. The black box showed no evidence of motor rewind errors or alarms. The rewind, load and prime sequence was completed successfully during investigation with no motor stalls or alarms. The complaint of a motor rewind issue was not duplicated during investigation. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind stops prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.